Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The identifying part number and lot number was not provided. Review of manufacturing records cannot be performed at this time. The root cause is unable to be determined. If any additional information is provided, a supplemental report will be submitted.

Event description:
A female patient underwent a posterior spinal fusion surgery on (B)(6) 2021. Postoperative radiographs revealed the tulip head of the right iliac bolt fractured from the shaft. No patient injury reported.